Event description:
The report we received from the field indicated that two smart controls were attempted to cross the target lesion without success. No add'l info was provided. However, there was no report of pt injury. Products were returned for evaluation, and visual analysis found that one stent was constrained within the outer sheath but was partially deployed (which is indicated as "other" under f10 device code).